Event description:
Related to MFR report #2183959-2012-00285. On or about (B)(6) 2006 the pt was implanted with an ams sparc. It was reported that after the implant the pt, "suffered serious bodily injuries, including but not limited to," pain, dyspareunia, and other injuries. It was also reported that the pt sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.